Event description:
The patient reported blood glucose results of "10.4 mmol/l, 5.1 mmol/l and 5.2 mmol/l" with the lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.